Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced absorption issues with two infusion sets on 23-feb-2026. The infusion set was in use for a few hours. The blood glucose level was high, and the patient was treated with a correction bolus via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-04298- device 1 of 2.